Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 23. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device wasforwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and increased sensitivity. No further patient complications were reported.